Manufacturer narrative:
A distal end percutaneous lead replacement was performed on 09/23/2016 and approximately 10 inches of the external portion/distal end of the percutaneous lead was returned for evaluation. Examination of the lead found that the yellow wire was partially fractured, less than 1 inch from the metal/controller connector. As a result, the conductors of the yellow wire were exposed. The damage to the yellow wire appeared to be the result of abrasion against the metal shielding due to repetitive movement of the lead at this location. There was no evidence of mechanical damage such as crushing or pinching. The partial fracture of the yellow wire would have caused an interruption in pump function as a result of the exposed conductors contacting the braided shield and creating an electrical short to ground while the device was supported by the power module. This short to ground would have caused the reported low speed and pump stoppage events. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years and 9 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that interrogation of the system during the patient¿s clinic noted three different pump stop events that occurred on (B)(6) 2016. The patient was admitted due to a sub-therapeutic inr and pump off events. X-rays and log files were submitted to the manufacturer¿s technical services department for analysis. The submitted log file analyzed by the manufacturer¿s technical services representative showed pump stoppages and low speed advisory events. The pump stop events were noted to have occurred on (B)(6) 2016. The events only appeared to be occurring while the lvad was connected to the power module. Review of the submitted x-ray images showed an area of concern near the distal end of the percutaneous lead with shield thinning. On (B)(6) 2016, the manufacturer¿s technical services representative arrived on site to evaluate the patient¿s percutaneous lead (driveline). A distal end percutaneous lead (driveline) replacement was completed without issues. Electrical continuity testing did not indicate any broken wires. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. The patient had remained asymptomatic at the time of the events. No additional information was provided.